Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had pulled back. It was also indicated that it looked like classic twiddler's syndrome. This rv lead was explanted. No additional adverse patient effects were reported.